Event description:
It was reported that the preloaded monofocal johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye.. The patient experienced a refractive error for approximately two months. The iol was explanted and replaced with a different model but same diopter, model diu225, 17.5 diopter. There were no complications such as an incision enlargement, sutures, vitrectomy or delay in procedure. No other information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates: (B)(6) 2024, through (B)(6) 2025, respectively. Section h3, device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 18-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received in a plastic vial. During a visual inspection, the device was inspected under magnification. The complaint lens was received coated in viscoelastic residue and partially cut. The lens was cleaned revealing damage near and at the edge of the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.